Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device does not turn on. There was no adverse patient impact reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. There is no fault found with this processor board.